Event description:
Kci received article, de laat, erik h. E. W., van den boogaard, mark h.w.a., spauwen, paul h.m., van kuppevelt, dirk h.j.m., van goor, harry, schoonhoven, lisette. Faster wound healing with topical negative pressure therapy in difficult-to-heal wounds: a prospective randomized controlled trial, annals of plastic surgery. 67.6 (dec 2011): 626-631. Doi: 10.1097/sap.0b013e31820b3ac1. That reported a small arterial bleeding event occurred during the first dressing change 48 hours after the initial v.a.c. Therapy application. Hemostasis was "easily achieved by external pressure and suturing of the small vessel." V.a.c. Therapy continued, and a 50% would volume reduction occurred after 1.5 weeks. Dates not provided. The unit's type or serial number was not provided, therefore kci cannot conduct a device eval of the unit.

Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged small atrial bleed is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish root cause.